Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08640 inches. However, the pump was also received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump was making a horrible sound during rewind. Customer states the pump does not show signs of physical damage but rattles when shaken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.